Event description:
The customer reported that the jaws of the device could not be opened after sealing and cutting. They noted that this resulted in severe tissue adhesion. There was no pt injury. Additional questions have been asked to the site regarding the incident.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.